Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "rupture diagnosed via mammogram". Healthcare professional reported "scattered benign cysts are seen on both breast". Which is not device related. Healthcare professional also reported ¿scattered bilateral benign calcifications¿. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as surgical damage. Cyst: unable to observe, as it is not related to the device. Calcification: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a right side rupture. Healthcare professional, later reported, "rupture. Diagnosed via mammogram". Healthcare professional reported, "scattered benign cysts are seen on both breast". Which is not device related. Healthcare professional, also reported, ¿scattered bilateral benign calcifications¿. Device explanted.